Manufacturer narrative:
The device was received for evaluation. During visual examination, damaged tubing was observed. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, the tubing of a folfusor unit was observed to be damaged. There was no patient involvement. No additional information is available.